Manufacturer narrative:
The product sample was not received for evaluation and functional testing. Please be advised that without the product sample co's unable to determine the cause of the breakage.

Event description:
As the drain was being removed the drain separated from the tubing. The drain remained in the pt and the tubing came out. They had to surgically remove the drain from the pt. Infection control, said the pt was doing fine and was discharged the next day.